Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jul-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident a customer called technical support specialist (tss) to cancel the case and proceed to close the case.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 2.2 failed. Attempts to recover the drawer and reboot the device did not resolve the issue. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.